Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services (ts) indicated that device data was required to determine the cause and recommended device replacement if the patient is at risk from safety mode. This device was subsequently explanted and returned. Other then the surgical procedure, no additional adverse patient effects.